Event description:
The customer reported that the side-firing "fiber became end-fire at max of 80w" @ 4 minutes and 01 seconds at 18,589 joules of use. The procedure was completed with a second fiber. Patient outcome: "patient did great".

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone; the glass cap exhibited severe devitrification at the output window; the metal cap exhibited moderate burnt on detritus; the fiber proximal to fracture can rotate independently of metal cap; the outer flow tubing exhibited severe contamination, likely biologic. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: localized heat accumulation due to user handling and or anatomical/procedural factors encountered during the procedure, resulting in accelerated cap wear, limiting the performance of the fiber.

Manufacturer narrative:
(B)(4). (No code available) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.